Event description:
It was reported that a patient was seen with high impedance after being recently implanted. The patient underwent full revision to correct the high impedance. The patient's explanted devices have not been received by the manufacturer to date. No additional information is available to date.